Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the incident. A siemens technical support specialist (tss) reviewed the available data and determined that sample was not aspirated initially due to the handling of a very small sample. The cause of the discordant, falsely low total bilirubin (tbil_2) test result was due to a sample handling issue. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin (tbil_2) test result was obtained on an advia 2400 instrument for a neonate sample. The initial result was not reported to the physician(s). The same sample was repeated on the same advia 2400 instrument. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low total bilirubin (tbil_2) test result.